Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 328 mg/dl at the time of incident. The customer's blood glucose was 240 mg/dl at the time of call. The representative stated that the customer's blood glucose reached 400 mg/dl. The representative stated that the customer treated the high blood glucose by bolus. The representative stated that the drive support cap appeared normal. The representative declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.